Manufacturer narrative:
Patient was prescribed topical hydrocortisone and 1% silver sulfadiazine as intervention medication for post care treatment. Treatment settings were within clinical guidelines. Device was evaluated and found to be operating as intended. Burns are an expected side effect from laser treatments, but reportable in this incident since the patient had medication for intervention use.

Event description:
Patient developed pinpoint burns from a laser treatment on the under-arm area.